Event description:
It was reported that during the procedure, a 3.0x15 rx voyager balloon dilatation catheter (bdc) was advanced over a non-abbott guide wire to a non-calcified, concentric, 90% stenosed lesion in the moderately tortuous proximal left anterior descending coronary artery without resistance to perform pre-dilatation. During the 1st inflation using an unspecified indeflator, the balloon ruptured at 10 atmospheres. The voyager bdc was withdrawn from the anatomy without resistance and a new voyager rx was used for pre-dilatation, followed by deployment of an rx xience prime stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.